Event description:
A distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power a monitor. The battery cells were excessively discharged (2.64v). The root cause for the excessive discharge was defective battery cells. No adverse event resulted from the defective battery pack.